Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the arm. The patient stated the wire came out of his skin, and that it is still there. On (B)(6) 2023, the patient went to the urgent care and was given antibiotics. At the time of the report the patient stated it did not hurt anymore, but that he still has a ¿knot,¿ and that he wants to get the wire removed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).